Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device had heat was not confirmed, however the reported condition that the device had a ripped cord was confirmed. It was further determined that the device would not secure the cutter, the springs in the burr lock came out of position and were not pushing on the lock tabs to secure the cutters. It was determined that this issue was consistent with running the device without the cutter installed which was failure to follow the directions for use. The hole in the cord was due to mishandling of the device by allowing it to come into contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment inspection, it was observed that the handpiece device overheated. It was also reported that the device was being used with another handpiece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.